Event description:
Healthcare professional reported injecting a patient in the mid-cheek junction near the medial tear troughs with 0.5 cc with juvéderm® volbella¿ xc and 2 cc of juvéderm® voluma¿ xc. The patient experienced ¿edematous, soft nodules¿ near the tear trough treatment sites. The patient was treated with a 10-day steroid taper and 2 weeks of clarithromycin. The patient was also given 1 vial of hylenex. After completing 1 week of antibiotics, the patient returned with ¿rough skin patches.¿ the patient was treated with 2 vials of hylenex and 5fu and was sent home with doxycycline 100 mg 2x day with topical steroids and puracyn®. The event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6). This emdr is being submitted for the suspect product, juvéderm® volbella¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.